Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had battery management warning issue. No harm or damaged reported.

Manufacturer narrative:
Updated fields: b3, b4, e1 event site email, g1, g3, g6, h2, h6, h11. Corrected fields: b5, b6, b7, d10, h3, h6 investigation findings, health effect ¿ impact codes. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the batteries were provided to the customer as supply only. No engineer involvement to replace them. If the fse visits the site and additional information is received, the complaint will be reopened and updated.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had battery management warning issue. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1. Full event site telephone is (B)(6). Updated fields: b4; d9; g1 contact person ¿ mfg site; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. Corrected fields: e1 event site telephone number. This complaint record is being closed because no response has been received after making three (3) good faith efforts (gfe) attempts to obtain the additional information on this complaint event. If information is received, the complaint will be reopened and updated.